Event description:
It was reported that the filterwire was difficult to recapture. The stenosed target lesion was located in the carotid artery. A 190 cm filterwire ez was advanced, but the device was difficult to deliver and could not be recaptured normally. The procedure was completed with a different device. No patient complications were reported, and the patient status was stable. It was further reported that a great resistance was felt when recapturing the device into the sheath and while advancing it through the delivery shaft. The filter was removed with a guide from the patient.

Manufacturer narrative:
A2 - age at time of event: 18 years or older device evaluated by MFR: the device was returned for evaluation. The wire returned inside the delivery sheath and the filter bag came back in undeployed state. It is possible to observed that the spring tip was bent and stretched. Sheathing/unsheathing test was performed, and the filter bag can be retracted/deployed by normal way. No other issues were identified during the product analysis.

Event description:
It was reported that the filterwire was difficult to recapture. The stenosed target lesion was located in the carotid artery. A 190 cm filterwire ez was advanced, but the device was difficult to deliver and could not be recaptured normally. The procedure was completed with a different device. No patient complications were reported, and the patient status was stable. It was further reported that a great resistance was felt when recapturing the device into the sheath and while advancing it through the delivery shaft. The filter was removed with a guide from the patient.

Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that the filterwire was difficult to recapture. The stenosed target lesion was located in the carotid artery. A 190 cm filterwire ez was advanced, but the device was difficult to deliver and could not be recaptured normally. The procedure was completed with a different device. No patient complications were reported, and the patient status was stable.